Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was above 400 mg/dl with abdominal pain, extreme thirst, and nausea. The reporter noted the patient self-treated with insulin via injection; they remained on pump therapy. It was reported that the pump lost power overnight, which was due to a depleted battery. There was no indication of a pump malfunction. This complaint is being reported because the reported health event is was attributed to a use-error.